Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of one minicap extended life pd transfer set separated between the female connector (dark blue) and the (light blue) main body. This issue occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.